Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing process. Customer's blood glucose level was not impacted. Reportedly, customer reverted to an alternate form of insulin therapy.